Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 had a drawer failure. The customer stated that there was a drug exploded inside the drawer. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was fluid spill in the pocket by the user causing a short pocket tray. The field service engineer logged into hardware test application (hta), removed bad pockets, replaced two of the row boards. Fse cleaned most of the mess up except for one pocket, which had been removed and returned to pharmacy. Drawer was working fine except for one location, customer stated that they will recover tomorrow and replace that pocket. The system functioned as intended after the field service repaired the device.